Event description:
Patient's mother reported he experienced elevated blood glucose levels in the evening of (B)(6) 2014. Mother stated the meter does not always correct the elevated blood glucose level. No adverse event was reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.